Event description:
I underwent lasik eye surgery, trusting the medical professionals who assured me it was a safe and effective procedure. However, I was never informed that my large pupils made me an unsuitable candidate. The size of the laser treatment zone was insufficient to properly correct my vision, leading to severe and life-altering complications that began immediately after the procedure. I suffer from every major lasik complication. Halos, starbursts, double vision, chronic dry eyes, and persistent eye floaters. These issues have not improved over time; in fact, they have worsened. Despite repeatedly seeking answers from the clinic that performed my surgery, I was met with vague reassurances, dismissive explanations, and a refusal to acknowledge the severity of my symptoms. It became clear that I was not alone in this experience--many others who suffer from lasik complications have received similar treatment from their doctors. I am now part of a support group on facebook for individuals dealing with the devastating consequences of lasik. Tragically, we have lost members to suicide, unable to cope with the relentless visual distortions, pain, and anxiety that this procedure inflicted upon them. Their suffering was preventable. Their stories must be heard. This is not about financial compensation; it's about holding the industry accountable. Patients deserve full transparency about the risks before making a decision that could permanently damage their eyes and quality of life. Lasik is marketed as a simple, risk-free solution, but for many, it has turned into a nightmare. Eye specialists who are aware of these dangers must stop downplaying the risks and pushing this procedure on unsuitable candidates. I will not stop speaking out until meaningful action is taken. No one else should have to endure this living hell.